Manufacturer narrative:
Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. (Other): device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 03/2013 - reuse. Electrode belt sn (B)(4): 02/2011 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation the pt was at home and was conscious. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 01:26:10 on (B)(6) 2015. Elevated heart rate contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hospital via ems and continued to wear the lifevest.